Event description:
It was reported that during a clinic visit, this pacemaker was found to be in safety mode. The health care professional (hcp) called technical services (ts) inquiring if the device was in elective replacement indicator (eri) and if the device could be taken out of the safety mode. Ts reviewed the battery level and discussed with the hcp that the device was not in eri and explained device function while in safety mode and recommended the device be replaced. At this time, the device remains in service. No adverse patient effects were reported.